Event description:
Treatment of an avm with onyx. It was reported at the end of the procedure, it was difficult to remove the catheter and the catheter was left in the pt. On the same day, the avm was resected and the catheter was removed. No complications were reported with the pt as a result of the event. Same event as MDR # 2029214-2010-00248.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was discarded. (B)(4).